Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information . Source: phone.

Event description:
Suspected false positive sars result for 1 symptomatic consumer. No confirmatory testing had been completed. The consumer communicated that they suspected the result was false since she and her son were both sick and he tested negative with an alternate testing method (method unknown). 2 additional consumer events were communicated which are captured on separate reports.